Manufacturer narrative:
The user facility reported that the table base emitted smoke during a patient procedure. The patient was subsequently moved to another table, and the procedure was completed successfully. After the procedure was completed, the user facility removed the table from service. A steris service technician arrived onsite to inspect the table. The user facility did not allow steris to test the functionality of the unit, however the technician completed a visual inspection of the table. During the inspection of the table, the technician identified melted electrical connections and signs of fluid intrusion within the table's power supply. The technician further identified that the table's master control board was damaged. During investigation of the event, the user facility's biomedical technician communicated to the steris service technician that the user facility poured water onto the table in an attempt to eliminate the reported smoke. The technician concluded the fluid intrusion identified was from the water the user facility poured on the table and did not cause the reported event. After conclusion of the initial inspection of the table, the user facility declined to allow the steris service technician access to the table for further evaluation of the damaged table components or to repair the table. The steris service technician has ordered the parts required to repair the table. A follow-up MDR will be filed should additional information be obtained.

Event description:
The user facility reported that their cmax surgical table was smoking during a patient procedure. No injury was reported as a result of the reported event.